Event description:
The customer reported the ventilator alarmed due to an adc failure. The customer reported there was no patient harm. The biomedical engineer was advised to evaluate the data acquisition pcb to motor controller pcb board cable. The biomedical engineer reported that the data acquisition pcb to motor controller pcb board cable was replaced and no repeat of the reported problem. The unit is now back in service.